Event description:
Information was received from a patient regarding their implanted neurostimulator. The reason for call was patient reported that they cannot feel stimulation on their left side for about 2 months or so. Patient mentioned they had a fall around that time on their left side. Patient added the right side works wonderful but feels the stimulation a little bit on the left but not like they used to. Patient confirmed changing their therapy group after the fall but still did not feel anything on their left side. Patient added they've done changing the therapy intensity even before. Patient said saw their hcp today about the stimulation and was referred back to the manufacturer. Agent sent email to manufacturer representative (rep) for visibility. Rep responds they will reach out to the patient.

Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.